Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image and could not be primed normally. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a perforation in the imaging window section.